Event description:
It was reported that the patient experienced a hyperglycemic episode on (b)(6)2026, High Blood Glucose levels which was successfully managed with self-administered insulin via Manual injection, resulting in stable blood glucose levels with no reported complications.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: (b)(4)Manufacturing Site: (b)(4)